Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 388928, lot# j0555397v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a problem with their implant or needed a revision. The implantable neurostimulator (ins) pocket was too large. The patient's prior ins site was bothering them since (B)(6) 2008. The patient lost 30 lbs. And the ins was up close to their waist. When the ins was replaced, they moved it lower.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.